Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo® 90 infusion set was kinked. The patient noticed the problem when they received occlusion alarms (alarm number in pump history: 2). The patient's blood glucose levels were 172mg/dl at the time of the event. The patient was going to change the site and resume insulin from the pump. No permanent injury was reported. See MFR: 3012307300-2017-01054.